Manufacturer narrative:
The bun reagent lot number was 725706. The expiration date was not provided. The field service engineer found that the rinse levels were not correctly set. He adjusted the rinse levels. He also checked the pressures and the washing of the probes. The root cause was consistent with a maintenance issue. The service action (adjusting the rinse level) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with urea (bun) assay on a cobas 8000 c702 analyzer. Initial result: 0.01 mmol/l. Rerun result: 8.94 mmol/l.